Event description:
After inserting the technician noticed the unit was leaking at the flow control plug. The technician clamped over the wire, held unit at the tubing and the needle came out through the tubing resulting in a needle stick injury to the technician. The pt was high risk and the technician is undergoing counseling for the incident.